Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. The following were noted during visual inspection: cracked retainer, scratched case, cracked keypad overlay and pillowing keypad overlay. No damage to battery cap noted. The p-cap does lock properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that the lip ring and battery cap of the insulin pump had a crack. The insulin pump was neither bumped nor dropped. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.